Event description:
The devices were returned in 2003, with no accompanying information. It was recently reported that the patient had chest pain, and was found to have a pleural effusion. He developed respiratory distress and was intubated. Cultures tested positive for mrsa. The patient expired due to progressive sepsis.

Manufacturer narrative:
This event occurred more than three years ago, and all relevant information has been received. No follow up will be done with the user facility. Evaluation summary pin636769s no anomalies found laq030999v no anomalies found; proximal segment returned for analysis.